Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was blank. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was placed onto another ventilator. There was no adverse outcome to patient care or therapy. The remote service engineer (rse) informed the customer of the latest version of the service manual and advised the customer that the likely failure was with the hydis display. The customer was provided with the part number of the user interface (ui) assembly for repair.

Manufacturer narrative:
H10: per good faith effort (gfe) response received, the biomedical engineer (bme) stated that the issue was confirmed and ordered the replacement user interface assembly. Upon receiving the new ui assembly, the bme performed the replacement to resolve the issue. The bme also confirmed that the device successfully passed performance specification testing and placed the device back in service.